Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During the laboratory evaluation, the reported issue was duplicated. Internal inspection found the main bearing was leaking grease/oil on the encoder wheel and drive belt. Service records show the bearing has not been replaced since initial manufacture, indicating the pump still had the generation one bearing. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. This complaint is related to emdr #1828100-2016-00263.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was a "belt slip" error in the middle of the case. There was a slight delay, but surgery continued successfully with minimal interruption. The device was not changed out. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient. Per the clinical review on 8-apr-2016: during the clinical review for emdr #1828100-2016-00263 the perfusionist (ccp) mentioned a third "belt slip" that occurred in the middle of cpb (this complaint). In response, she turned the roller head off and when turning back on the roller head initially, for about 20 seconds, it failed to rotate at all. In this instance, there was a slight delay in the case, but surgery continued successfully with minimal interruption. The pump did not shut off at any point, it simply would not rotate when prompted. The ccp only used the local controls and never tried using the central control monitor to operate it. The case was completed successfully and without associated blood loss. There was no harm observed.